Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges head set leaky; smelled insulin when he bolused and discovered insulin under and around the adhesive. No adverse event reported. Requested return of the alleged device for evaluation.